Manufacturer narrative:
A ge service representative performed an on site investigation. The foot switch was found jammed in its holder pressing the switch causing the lock up. The cover screws were tightened during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system would not switch to subtraction mode and the back cover was loose. No patient injury was reported.